Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient claimed that their stimulator had not worked for years. The date the stimulator stopped working was unknown. No symptoms or complications were reported.